Event description:
The patient reported trying to cancel programmed boluses multiple times on their omnipod 5 personal diabetes manager, and the device did not cancel the boluses. The device has been replaced.

Manufacturer narrative:
Cloud data was reviewed for the period of 09sep2025-12sep2025. Review of the cloud data found that 4 boluses were successfully cancelled and terminated on (B)(6) 2025, and 2 additional boluses were successfully cancelled and terminated on the following day. The patient history buffer data showed that the remaining bolus volume at the time of each bolus cancellation was not delivered, and bolus delivery was terminated upon bolus cancellation for all 6 cancelled boluses. The cloud data reviewed for the period of 09sep2025-12sep2025 does not contain any record of alerts or alarms on or before the date of occurrence. Though the cloud data showed that multiple boluses were successfully cancelled by the user during bolus delivery, it could not be determined if bolus cancellation was delayed or if the controller prevented cancellation of other boluses that completed bolus delivery. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.